Manufacturer narrative:
Block b3: exact date unknown, event occurred four years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7043408,

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted products will not be returned. No further information has been obtained despite good faith efforts.